Event description:
A nurse manager reported that there was no phacoemulsification power during a cataract/intraocular lens implant procedure. The system was switched out after a five minute delay and the surgery was completed without impact to the pt.

Manufacturer narrative:
The company service representative examined the system, noting no problems. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The investigation is complete. (B)(4).